Manufacturer narrative:
Investigation summary: with all the available information, boson scientific confirms that the reported cylinder swelling was confirmed as product analysis identified bulging in the cylinder when inflated. The device met all manufacturing specifications prior to shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected, leak tested and examined using a microscope. Cylinder has wear at folds in the cylinder body. Cylinder has broken fabric threads and an excess air between the inner and outer tubes when inflated with syringe; bulging was present. Product was not pressure tested due to a bulge was identified. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with a swollen inflatable penile prosthesis (ipp) cylinder. A revision surgery was performed and the left cylinder was replaced. The cause of the swelling on one side of the cylinder could not be explained in detail at the hospital. A 12 cm cx cylinder was used but not implanted due to it would not fit the patient because a size measurement error. A 16 cm cxr cylinder was successfully implanted. The patient improved and had a stable outcome.

Event description:
It was reported that the patient presented with a swollen inflatable penile prosthesis (ipp) cylinder. A revision surgery was performed and the left cylinder was replaced. The cause of the swelling on one side of the cylinder could not be explained in detail at the hospital. A 12 cm cx cylinder was used but not implanted due to it would not fit the patient because a size measurement error. A 16 cm cxr cylinder was successfully implanted. The patient improved and had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.